Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in fungal peritonitis and death coincident with peritoneal dialysis (pd) therapy. The cause of death was fungal peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On an unreported date, the patient called the pd clinic and was instructed to go to the emergency room; where the patient began treatment for bacterial peritonitis with vancomycin (2 grams, 2 times a week for 6 doses) intraperitoneally. The patient was reportedly recovering from the peritonitis event and on an unknown date (in the next month), vancomycin therapy was withdrawn and the patient was retrained on proper aseptic technique. Late in the following month (date unspecified), the patient was hospitalized for the peritonitis. During hospitalization, the treatment for the peritonitis was vancomycin (dose and frequency not reported). On an unreported date during hospitalization, the patient was diagnosed with fungal peritonitis. Treatment for the fungal peritonitis was unknown. On an unreported date (in the same month) the patient¿s pd catheter was removed, dianeal therapy was discontinued and hemodialysis (hd) was started. On the first day of the next month, the patient was discharged from the hospital. On that same day, the patient died due to the fungal peritonitis. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.